Event description:
The customer stated that she tested her meter had been reading with a decimal point. It was verified the meter was set in mmol/l. The customer did adjust her medication according to the readings, but did not allege any adverse events. She was able to reset the meter to mg/dl, and it will not be returned for evaluation.